Event description:
Surgeon was pulling mesh through a laparoscopic port and the hunter bowel grasper broke while in the abdomen. Circulator called service coordinator and the stryker representative to assess the instrument. The stryker representative examined the grasper and confirmed all components were accounted for. No risk of broken pieces lost in abdomen. Stryker has reported this problem to the headquarters as the same instrument has broken recently in other procedures. Manufacturer response for stryker hunter bowel grasper, (brand not provided) (per site reporter). Stryker has noted this happened in other facilities. We had two instruments break here. The manufacturer has stated that this has happened in other cases so they contacted their headquarters.